Event description:
The lay user/patient contacted lifescan alleging the meter¿s ok button is unresponsive. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (B) (4) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed. This is a final report.

Event description:
Customer's grand children reported that approximately three weeks prior to the call to customer service customer had received readings on her freestyle freedom blood glucose meter, which was higher than she felt (no actual readings were reported). It was further reported customer subsequently experienced vertigo, tremulousness, diaphoresis and was unable to recognize people. Paramedics were called, checked customer's glucose (no result reported) and noted she was "low". An intravenous infusion of unknown type was initiated and customer was transported to a local healthcare facility where she was diagnosed with hypoglycemia. No additional treatment was reportedly provided. Customer reported self-treating by drinking orange juice and eating candy. It is unknown how much time had elapsed between when the customer received her reading and when the paramedics were called. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be sent when the investigation is completed.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with the office of surveillance and biometrics at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(6) 2011 letter addressed to (B)(4).